Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during screwing procedure an outer sleeve of the screw holder broke. No prolongation of the surgery was reported. Patient outcome: no adverse consequences were reported. Concomitant device reported: screw (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for complaint com-(B)(4).